Event description:
A report was received from the affiliate indicating that after a completed cycle on the sterrad 100s that is installed at the hospital, one of the users was in contact with hydrogen peroxide left on one package of the load. She felt skin burns on her fingertips so she washed her hands with water and then went to see the doctor. The event was reported to johnson & johnson (j&j) personnel and the unit technically certified by a j&j field service engineer (fse). All the parameters were found to be okay. The machine had the vaporizer plate installed and all the test were completed successfully. The hospital decided to keep running cycles after the event and before the fse arrived to the hospital. There was no other hydrogen peroxide residue found. This unit's last preventive maintenance/inspection was completed on 08/13/2009.

Manufacturer narrative:
Hydrogen peroxide contact. Non evaluation: capital equipment, evaluated at customer site by an asp field service engineer.